Event description:
It was reported that the patient felt a shocking or jolting sensation. The patient had reportedly been feeling a shocking sensation in their leg for a ¿couple of weeks¿ prior to the date of the report; and sometimes even in the shoulder. The patient reportedly normally had stimulation from the mid-leg down. The patient reportedly fell out of their truck 3-4 weeks prior to the report. The patient had also reportedly had an appointment with their health care provider (hcp) on the following monday. It was reported that the patient fell and had ¿over impedance.¿ it was further reported that there was a power on reset (por) which was successfully cleared. It was noted that reprogramming was required. It was also noted that impedance testing was done. It was further reported that there were high impedances over 10,000 on four electrodes (9, 10, 12, and 15) on the 8-15 lead. The patient also reportedly had a shocking or jolting sensation. It was then reported that the patient had fallen in the ice on their back in (B)(6), and at the time of the report, the left -8-15 lead had over-impedance on 4 electrodes. The patient was reportedly reprogrammed without using the electrodes over impedance. It was noted that at the time of the report the patient was satisfied with stimulation and would contact the manufacture if the shocking occurred again. It was also noted that the health care provider (hcp) was aware and would plan to do a revision if needed. It was further noted that the patient was alive with no injury and they had les s than 50% therapeutic relief. The symptoms were reportedly located at the left side implant and lead location. It was later reported that both programs were using the affected electrode. The patient was reportedly reprogrammed using electrodes within impedance and at the time of the reprogramming the patient was satisfied with stimulation. It was noted that the patient would contact a manufacturer representative if they experienced any shocking sensations and decided to follow through with a lead revision.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 97791, lot# n363438, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).